Manufacturer narrative:
The insulin pump alarmed open book and pump history download confirmed that pump error alarm occurred due to moisture damage at electronic assembly. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads, minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a crack along the battery tube. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.